Event description:
It was reported that the patient was in the hospital suffering from increased seizures and wanted to have their vns checked. No other relevant information has been received to date.